Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, the following warning appeared: ¿[3] last shock with low impedance. Defibrillation system potentially ineffective¿. Charge time was performed and the charge time value was 14 seconds. Normal follow-up data were observed. No shock was applied since implant, and all impedance values (pacing and coil) were within normal range.